Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was displaying service code 204. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged esd700 diode array on the distribution node pca. The root cause for the damaged diode array could not be positively identified. There was no adverse event resulting from the device malfunction. Monitor manufacturing date: 8/15/2016; electrode belt manufacturing date: 10/14/2013.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the patient was receiving service code 204 (belt/monitor unusable).